Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient developed hemolysis and renal failure requiring medical intervention. The patient was admitted following a syncopal episode and chest pain, and upon arrival to the cardiac catheterization laboratory, angiography showed multivessel coronary artery disease including acute occlusion of the left anterior descending (lad) artery. An impella cp was placed via the right femoral artery. Upon transfer to the ICU, hematuria prompted evaluation; echocardiography confirmed the device positioned 4.5cm across the aortic valve, the physician addressed through repositioning. Despite repositioning, the patient became anuric and required initiation of continuous renal replacement therapy (crrt). A decision was made to explant the impella cp and escalate support to an impella 5.5. The device was successfully removed, and the patient remained hemodynamically stable post-explant.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events: "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury" (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter: "evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it." Impella catheter too far into the left ventricle: "obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine." Section: hemolysis: "hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ "patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis."

Manufacturer narrative:
The investigation for the hemolysis and the renal failure has been completed. The pump was not returned for investigation. Data logs were available which showed no abnormalities were reported regarding motor current spikes, placement signal trends, or positioning issues during the time of hemolysis. The cause of the hemolysis issue was not determined since the product was not returned and the data log was inconclusive. The cause of the renal failure was not determined due to insufficient clinical details.